Manufacturer narrative:
The device was returned to olympus for inspection. Based on the product inspection, olympus confirmed the socket was damage and burned. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause not established failure, however it is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy transducer socket was damaged and burned. There was no patient involvement.